Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ added. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received with the stent delivery wire (sdw) within a microcatheter. The introducer sheath was not returned. The microcatheter was noted to be intact. The device was flushed, and blood was present within the microcatheter. The stent was able to be deployed by advancing the stent delivery wire (sdw). However, the positioning of the stent relative to the tip of the sdw during deployment indicated that the stent was not loaded on the sdw but was pushed by the distal tip of the sdw as opposed to the proximal bumper. All 3 marker bands were present at both ends of the stent. The stent was noted to be intact. The sdw was kinked/bent throughout its length. During functional inspection, the stent was unable to be deployed as intended by advancing the sdw. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use' was confirmed during device analysis. The other reported events ¿stent difficult/unable to advance or pullback through catheter' and 'sdw friction' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. It was reported that 'the 3.0mm x 24mm stent was then introduced in the stenting microcatheter and delivered towards the distal part of the microcatheter. The physician attempted to pull the stent delivery wire to bring the stent more proximal while still in the microcatheter but could not. She noticed that she could advance the delivery wire forward but could not pull back after multiple attempts. It was noticed that the 2.5mm marker was not towards the distal end of the stent and instead was proximal to the proximal stent tines'. The stent was returned for analysis located inside the microcatheter lumen. The stent delivery wire (sdw) was also still loaded inside the microcatheter lumen. The device was flushed and the sdw was advanced. This resulted in the stent being advanced and deploying through the distal tip of the microcatheter. However, the stent was not loaded on the sdw but was advanced/pushed ahead of the sdw. This is aligned with the event description. Once deployed, the stent was noted to be undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent throughout the length of the wire. The introducer sheath was not returned for analysis. The analysis results indicate that the distal bumper of the sdw slipped through the proximal end of the stent at some point during the procedure. This tends to occur if the stent experiences friction/resistance while being advanced. Under such circumstances, the sdw is retracted in an attempt to retract the stent. It is not clear from the event description why the stent experienced resistance, but it is possible that the tortuosity of the target vessel anatomy and/or some unknown procedural factor(s) could have resulted in the stent experiencing resistance, preventing further advancement. Based on the review of all available information, the reported event ¿stent deployed prematurely during use', ¿stent difficult/unable to advance or pullback through catheter' and 'sdw friction' as well as the analyzed event ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported during an acom aneurysm stent coil procedure there was resistance advancing the stent (subject device) in the catheter to the treatment site and the stent could not be pulled back for adjustment. The physician observed that the 2.5mm marker on the delivery wire was not towards the distal end of the stent and instead was proximal to the proximal stent tines. The catheter and the subject stent were removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during an acom aneurysm stent coil procedure there was resistance advancing the stent (subject device) in the catheter to the treatment site and the stent could not be pulled back for adjustment. The physician observed that the 2.5mm marker on the delivery wire was not towards the distal end of the stent and instead was proximal to the proximal stent tines. The catheter and the subject stent were removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.